Event description:
Customer reported that the nurse had set the alarm up to use with a sensor pad and nurse call cable. The patient was put on the pad, later the nurse found the patient roaming the halls and the alarm did not sound. Biomed technician tested the alarm and reported that when he originally placed the batteries in the alarm the alarm did not sound. Biomed technician reported to have pressed the volume button for the alarm to sound. There was no incident or injury to the patient.

Manufacturer narrative:
The product was requested to be returned but has not been received. Note: this report is based solely on the initial information provided by the customer. Manufacturer references file number (B)(4).